Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was returned in two segments measuring approximately 10 inches and 27 inches, respectively. The strength member remained intact between these two distal portions of the driveline preventing them from separating. Additionally, rescue tape was observed along the distal portion of the driveline beginning approximately 10.5 inches from the metal connector and ending approximately 23 inches from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of distal portion of the driveline revealed breaches to the insulation of the brown and green wires, approximately 1.5 inches from the cut end of the driveline (3.5 inches from the pump housing). The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. Significant abrasion to the insulation of the other wires were noted; however, no additional areas of current leakage were identified. If the exposed conductors of the brown or green wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the submitted system controller log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or battery power. The sealed inflow and outflow conduits were returned attached to the pump. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicating that the patient received a heart transplant on (B)(6)2017. No further issues were reported.

Manufacturer narrative:
The root cause of the reported event could not be conclusively determined as the device was not returned for evaluation. However; the reported pump stop was confirmed through the evaluation of the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, the red heart alarms and pump stoppages that occurred while the system was supported by the power module could be indicative of a potential driveline wire issue. The patient was provided with a non-ground patient cable and remains ongoing on lvad support with no further alarms reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. The event occurred at (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 2.5 years of support, pump stoppages occurred while the system controller was connected to the power module. The patient was asymptomatic. A driveline evaluation was performed by the manufacturer's technical services representatives. The external portion of the driveline was found with rescue tape applied. The rescue tape and white silicone tube were removed and no fluid was found inside. There were several stressed areas noted on the driveline. Electrical continuity testing of all 6 wires passed. The alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements. The patient was listed on the high urgency transplant list. A non-grounded power module patient cable was provided to the patient for use with the power module. No additional information was provided.